Event description:
Customer's family member stated the device was reading higher than the doctors device. The customer had a fasting blood glucose test done and the result was 94mg/dl. The customer took 32 units of humulin. Two hrs later went into diabetic coma. Paramedics were called and they received a result of 37mg/dl. The customer was taken to the hosp and admitted. The dr changed the customers medication after being admitted. No controls were in use. The customer stores glucose strips out side of the vial. A request was made for the return of the suspect device and replacement product was sent.